Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: a review of the black box contains data from (B)(6) 2013 to (B)(6) 2013. The last basal delivery was recorded on (B)(6) 2013 followed by an un-resumed suspend. One power on reset event was observed on (B)(6) 2013, the voltage was observed to be above the low and replace battery thresholds prior to the power on reset event. No ¿replace battery¿ alarm or ¿low battery¿ warnings were observed prior the event. A visual inspection shows no evidence of damage or moisture ingress to the battery compartment. No battery cap was returned with the pump, a test cap was used and it was able to maintain electrical connection. The pump powers on and displayed the ¿verify¿ screen. The auditory sound and vibration alert were found to be fully functional upon start up. The unit was exercised for 24 hours with no power interruption testing. A power supply was used, ¿low battery¿ warning, and a ¿replace battery¿ alarm were stimulated, and the pump gave the appropriate visible and audible alert. The pump¿s cover was removed, no intermittent conditions were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating on (B)(6) 2013, the pump stopped without alarming. The patient reportedly had issues with high blood glucose (bg); no bg values were reported. Troubleshooting indicated no delivery issues with the pump; there were reportedly no programming/settings issues noted with the pump. This complaint is being reported due the allegation that the pump powered off without alarming.